Manufacturer narrative:
During the device evaluation, the reported event of run on was duplicated. A burr was found on the trigger shaft that was catching and causing the trigger to get caught and stick. This was the primary cause of the reported event. Corrosion buildup was also discovered on the trigger.

Event description:
The system 7 dual trigger rotary was returned to stryker instruments for service, and during functional evaluation it was noted that the trigger would stick and the handpiece would run on it's own. There was no patient involvement and no adverse consequences associated with the device.